Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the left vent valve failed to adequately function, air came through the valve. The product has changed out. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).